Event description:
It was reported that shaft break occurred. During unpacking of a 2.00mm x 20mm emerge balloon catheter, it was noted that the shaft of the balloon was broken. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.